Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was having a battery replacement on date notified due to normal depletion. Contact impedances were taken which showed 2/3 = 20 ohms, c2 = 1073, c3 = 1059 as of an unknown date. The healthcare provider (hcp) was aware of the short and patient therapy was not effected, so they decided to change out the implantable neurostimulator (ins) only. There were no patient symptoms alleged. Additional information received from the rep on dec-23 reported that the short circuit was first discovered on date notified with the cause undetermined. To attempt to resolve the issue the contacts were wiped clean, but the issue was not resolved. The patient's indication for implant is parkinson's dual and movement disorders.